Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported the femoral trial fractured. No patient harm. No surgical delay.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Investigation summary the product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed that one flange of the attune cr fem trial sz 8 lt was found broken. The fracture surface is consistent with overload due to a combination of heavy impaction and the trial fitting too tight over the posterior/anterior aspect of the resected femur bone forcing the curved features of the femoral trial to open. The combination of heavy impaction and possible discrepancies in the resection depth between the femur and the trial suggest unintended user error. Furthermore, per the attune surgical technique it is cautioned when extracting the trial, rocking the trial medio-laterally may cause condylar fracture. Such rocking should be avoided. As the device was not returned, and as-received condition could not be assessed, a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the attune cr fem trial sz 8 lt would have contributed to the complained device issue. Based on the investigation findings, potential cause attributed to unintended use error and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.